Event description:
The physician mentions the leakage or reservoir occured on the side. Additional surgery is required to explant the reservoir and to replace it.

Manufacturer narrative:
Our quality control department conducted a thorough analysis and confirmed that there was a leakage in the returned state, but it did not occur at the place of puncture marks located in the dome but occurred at the needle puncture made on the guard location. As specified in the instructions for use, punctures must always be done into the dome, not at the guard location where the silicone material does not have the ability to naturally repolymerize and self-seal. Consequently, the incident occured after a misuse of the product.

Event description:
The physician mentions the leakage or reservoir occured on the side. Additional surgery is required to explant the reservoir and to replace it.